Manufacturer narrative:
We have not received the device for evaluation. The device was used for neuroendoscopy. This device is not designed or intended for neuroendoscopy or any other kinds of neurosurgery. As clearly stated in our IFU, the lemaitre single lumen embolectomy catheter is intended only for the removal of arterial emboli and thrombi. Our IFU is also available and provided to the customers in spanish. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints for devices from this lot. There was no injury to the patient as the result of this incident. He had to remove all of the equipment in order to remove the catheter.

Event description:
During neuroendoscopy, the balloon of the lemaitre embolectomy catheter catalog# 1601-38 lot# slc4470 failed to deflate in a neuroendoscope. As a result, the surgeon could not remove the catheter through the neuroendoscope channel . So, he had to remove all of the other equipment in order to remove the catheter.